Manufacturer narrative:
Reported event: an event regarding instability involving an unknown tibial insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right knee was revised due to instability. A 7x19 cs insert was revised to a 7x22 cs insert. Condition of the explanted insert (i.e. Wear, damage) was not reported. Rep confirmed that no further information will be released by the hospital or surgeon.